Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2022. During the procedure, the device did not work as the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6), 2022. During the procedure, the device did not work as the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head with six bands attached, some of them had overlapped and moved from their position, and one band was broken and had overlapped. The trip wire was not assembled correctly, the trip wire was rolled within the slot and the moving mechanism and it was not secured. Additionally, the handle was damaged by the trip wire tension. The ligator head teeth were damaged/bent. A functional evaluation was performed and the handle could not be rotated due to the trip wire avoided the correct movement of it. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had six bands attached, some of them had overlapped and moved from their position, and one band was broken and had overlapped. The ligator head teeth were damaged/bent. These conditions suggested inability of the device to deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured correctly and the slack was not taken up correctly, indicating that the user misassembled the trip wire causing resistance on the handle rotation. This condition, unsecured trip wire and slack not taken up correctly, may have caused that the trip wire slipped through the handle, causing an improper deployment of the bands. It is possible that this condition could have caused an extra tension on the ligator head teeth leading the damage/bend on them and the extra tension may have caused the break of one band as observed. Based on the the gathered information, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.